Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's mother, reported the customer received a lower adc freestyle libre sensor scan result when compared to a result obtained in a hospital laboratory. It was reported customer experienced symptoms described as vomiting, a seizure, and "brain was shutting down and affecting organs", and a sensor scan result of 12 mmol/l was obtained compared to a laboratory result of 29 mmol/l obtained within 30 minutes. Customer was diagnosed with diabetic ketoacidosis (dka) and given humalog insulin. Caller could not recall what other treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Caller, customer's mother, reported the customer received a lower adc freestyle libre sensor scan result when compared to a result obtained in a hospital laboratory. It was reported customer experienced symptoms described as vomiting, a seizure, and "brain was shutting down and affecting organs", and a sensor scan result of 12 mmol/l was obtained compared to a laboratory result of 29 mmol/l obtained within 30 minutes. Customer was diagnosed with diabetic ketoacidosis (dka) and given humalog insulin. Caller could not recall what other treatment was rendered. There was no report of death or permanent injury associated with this event.